Manufacturer narrative:
Novocure's medical opinion is that a contribution of the transducer arrays to the skin inflammation/irritation that required medical intervention cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 57-year-old female patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2025. On (B)(6) 2025, novocure received a medical record dated (B)(6) 2025, indicating that the patient denied any significant skin concerns, aside from mild irritation attributed to shaving. No signs of infection or purulence were noted. According to the report, the patient had been wearing the device nearly 24 hours per day, removing the transducer arrays only for showers two to three times per week. During a clinical visit on (B)(6) 2025, the patient reported increased issues with dermatitis and pruritus related to optune gio therapy. On (B)(6) 2025, it was documented that the patient had been managing these skin-related side effects. She had been applying clobetasol cream to the affected areas and was advised to allow her skin more time to breathe to help relieve symptoms. The patient reported ongoing pruritus and was instructed to use a combination of barrier film wipes, hydroxyzine hcl 10 mg, and clobetasol 0.05% cream. Additionally, she was advised to modify her optune gio therapy schedule by wearing it for three consecutive days followed by a 12-hour break. The prescribing physician was contacted for further details; however, no response was received.